Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of loss of connection. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. Advised patient that minutes of signal loss can be normal when it comes back and that the transmitter is operating as normal. However patient alleges that the signal does not come back until the phone is placed on top of the transmitter. No injury or medical intervention was reported.